Event description:
Per the event report, the endoclip 10mm 176625 was opened onto the field but could not be fired. (B) (6) md, laparoscopic appendectomy. No patient harm - another device opened and used without incident.